Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a no delivery alarm on the insulin pump. The patient had a blood glucose of 572 mg/dl, which was treated with a manual injection and the infusion set was changed out. The customer had had multiple no delivery alarms for which troubleshooting had already been performed and occlusions were found. The patient had tried different cannula lengths. The insulin was not expired or denatured. Sites were being rotated and scar tissue avoided. The customer was not using the inserter according to instructions for use. The tubing was neither bent nor kinked. It was stated that all remedies had been tried. It was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.